Event description:
This procedure was performed in the sfa: physician had to force the catheter to deploy which caused handle separation. The stent was then deployed elongated and not deployed in the target area.